Event description:
It was reported by the customer's mother that the buttons on the customer's insulin pump are not working. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display, cracked reservoir tube and cracked case near display window corners. All the buttons function properly. However moisture damage was noted on keypad traces, lcd board, and dried insulin on the motor slide.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.